Event description:
The user facility reported an impella 5.5 was implanted to support a patient, along with extracorporeal membrane oxygenation (ECMO), for non-st segment elevation myocardial infarction. The pump experienced a placement signal loss and this prompted the premature explant. The team made the decision to remain on ECMO. No patient harm was reported.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Optical signal issue: the root cause of the optical signal issue was not determined since the issue could not be reproduced in the lab and data logs were not returned. Positioning issues was added as failure mode: clinical details state that the surgeon had difficulty positioning pump and had torqued it multiple times before finally removing the pump and re-wiring. The pump was then re-inserted and positioned without issue. No patient anatomy issues were noted. Data logs were not returned. The root cause of the positioning issues was not determined since insufficient clinical details were provided.